Event description:
It was reported as part of a clinical study that a patient underwent a da vinci-assisted nipple sparing mastectomy (nsm) procedure and developed left sided cording which required unspecified treatment. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the patient had a bilateral robotic mastectomy on (B)(6) 2022. The patient presented with discomfort along the left lateral inframammary fold (imf) with an onset date of (B)(6) 2022. Physical therapy was prescribed for the cording. There were no intra-operative complications during the primary procedure. The investigator has deemed this adverse event definitely related to the robotic nsm procedure and possibly related to the da vinci xi system. Isi followed up with the surgeon and obtained the following information: cording of the chest wall can occur after breast surgery or trauma to the chest wall. It usually resolves without intervention, however, lymphatic massage can help the recovery occur more quickly. It is not a serious issue.

Manufacturer narrative:
Based on the current information provided, the operative complication can be attributed to the surgical procedure. The surgeon indicated that cording can occur after breast surgery or chest wall trauma. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted bilateral mastectomy procedure, the patient developed left sided cording which required physical therapy.